Manufacturer narrative:
Section b3: event date is estimated. A patient underwent an unrelated surgery wherein the patient's ipg was not placed into surgery mode was reported to abbott. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's ipg was no longer operable following an unrelated surgical procedure wherein the patient's ipg was not placed into surgery mode. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's ipg was explanted, replaced, and therapy was restored.